Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon was advanced first for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and replaced with a 6.0mmx150mmx150cm sterling balloon catheter for dilatation. During the first inflation at 14 atmospheres for 30 seconds, the balloon also ruptured. The device was removed, and the procedure completed with a different device. There were no patient complications nor injuries reported and patient condition was good.